Event description:
A customer from the united states reported a (B)(6) screen for a (B)(6) blood culture isolate in association with the vitek® 2 ast-gp75 test kit (lot 2750522203). The customer reported that the patient was on medications for multiple health issues. The customer stated that the isolate was tested from can media on the ast-gp75 card, and the (B)(6) screen was (B)(6) with (B)(6) susceptible (B)(6), and the daptomycin result was mic = 4. The pbp2a was (B)(6) disk was resistant. On microscan, the results were (B)(6). The customer repeated testing with a different ast-gp75 card lot (2750600103) and a fresh isolate from bap media. The (B)(6) screen was (B)(6). The pbp2a was (B)(6) disk resistant (21mm). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states reported a false negative cefoxitin screen for a staphylococcus aureus blood culture isolate in association with the vitek® 2 ast-gp75 test kit (lot 2750522203). An internal biomérieux investigation was performed; however, the customer was unable to submit the strain for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 raw card data are required in order to assess organism growth in the vitek 2 card. Vitek 2 ast-gp75 lot # 2750522203 and 2750600103 met final qc release criteria and passed qc performance testing. A complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue.